Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. Our field service engineer investigated the reported ventilator on site. The air gas module was contaminated with condensed water due to drainage valve failure. The replaced air gas module returned for investigation. It is confirmed by visual inspection that the filter house was contaminated with a liquid substance. No further inspection is need as ingress of liquid substances can lead to short circuit/malfunction in the system.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).